Event description:
On 22th december, 2023 getinge became aware of an issue with one of examination lights - lucea 10. It was stated the device was hit and the transparent cover came off from the headlight. We decided to report the issue in abundance of caution as any parts falling off during examination procedure may cause infection.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Initial reporter was nursing assistant. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 22th december, 2023 getinge became aware of an issue with one of examination lights - lucea 10. It was stated the device was hit and the transparent cover came off from the headlight. We decided to report the issue in abundance of caution as any parts falling off during examination procedure may cause infection. Corrected b5 describe event and problem: on 22th december, 2023 getinge became aware of an issue with one of examination lights - lucea 10. It was stated the device was hit and the transparent cover came off from the headlight. The designated complaint unit employee confirmed based on photographic evidence the headlight cover was cracked with missing particles around the screws. We decided to report the issue in abundance of caution as any parts falling off during examination procedure may cause infection. It was established that when the event occurred, the examination light did not meet its specification due to damage of dome cover, which contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. We can assume that the failure ratio of cracks and missing particles on lucea 10/40 devices is moderate. A root cause analysis was performed by subject matter experts at manufacturing site. Based on some internal test done by maquet sas (ref: cre 12-085 for instance), only abnormal use (violent collisions, excessive pressure¿) or the use of incompatible cleaning products or protocol, can damage this device as reported in this complaint. Tests performed by getinge did not lead to cracks as reported in the complaint at hand. The cracks detected on the handle interface and transparent cover fixing points were probably caused by improper use, collisions, incompatible cleaning products or protocol. To prevent any incident the the lucea10/40 instruction for use mentions to check the integrity of the light heads during daily inspection and describes how to clean and disinfect the light head. This document includes some recommended products and some prohibited products. In order to avoid mechanical stresses applied on the transparent housing during use the lucea10/40 instruction for use mentions to handle the light head by the handle (IFU lucea 1040 01701 rev. 12 extract, pages 22-25, 30). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 22th december, 2023 getinge became aware of an issue with one of examination lights - lucea 10. It was stated the device was hit and the transparent cover came off from the headlight. The designated complaint unit employee confirmed based on photographic evidence the headlight cover was cracked with missing particles around the screws. We decided to report the issue in abundance of caution as any parts falling off during examination procedure may cause infection.